Manufacturer narrative:
Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent exam under anesthesia, high uterosacral ligament colposuspension, anterior colporrhaphy and cystoscopy due to symptomatic pelvic relaxation, sui, post hysterectomy vaginal vault prolapse stage iii, symptomatic cystocele, enterocele and urethral hypermobility.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.